Event description:
It was reported that a new ilet user experienced an urgent low glucose alert with a fingerstick-confirmed blood glucose of 52 mg/dl trending downward shortly after pump start, and the caregiver administered oral glucose with subsequent rise to 61 mg/dl while receiving education on avoiding overtreatment and monitoring. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and continued home monitoring without need for higher-level care. Investigation included troubleshooting and user education regarding early pump use and management of lows. Investigation of this case revealed no device malfunction reported and an unclear etiology for the hypoglycemic event in the context of early therapy initiation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.